Manufacturer narrative:
This event will be updated when the investigation is complete.

Event description:
Allegedly, the patient was revised due to dislocation. The doctor pulled the neck, head, sleeve, liner, and 3 screws and cemented in a biomet constrained liner. The patient had a previous revision for mom, incident group 19060012, a second revision for infection, incident group 19060187, and a third revision for dislocation, incident group 19060015. Items not revised: dynasty biofoam shell dsbfgg60 lot 079859623, profemur plasma z stem pha00270 lot 067445032.

Manufacturer narrative:
Updated initial reporter information.